Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port would not stay inflated. Tried to reinflate several times but it did not stay inflated. Also, the hemopro trigger was extremely stiff and had to be forced for activation. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port would not stay inflated. Tried to reinflate several times but it did not stay inflated. Also, the hemopro trigger was extremely stiff and had to be forced for activation. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the btt and the harvesting tool. The silicon btt was observed to be intact. No visual defects were observed. There was significant amounts of blood and observed on and inside the btt. Air was inserted into the silicon balloon and the balloon would not stay inflated. A bubble emission test in plain water was conducted. Bubbles were seen releasing from around the neck of the btt, proximal to where the ports are located. There was significant amounts of blood and charred tissue observed on the jaws of the harvesting jaws. The heater wire was observed to be intact and attached to the jaws. Blood was observed on the toggle switch. The device was evaluated for toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is audible to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. During the pre-cautery test, it produced excessive smoke during five (5) 3-second activations. To evaluate the safety shut down the system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. The jaws were cleaned per the IFU and the pre-cautery test repeated. No smoke and/or steam which could be considered excessive was observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.675 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. We were unable to reproduce any electrical issue. Based on the return condition of the device, the reported failure "inflation issue" was confirmed, but not confirmed for the reported failure "mechanical issue".